Event description:
Customer reported excessive no delivery alarms and high blood glucose while wearing her insulin pump. She cleared the alarms by switching infusion sets, checked her blood glucose, then gave herself bolus deliveries. Her blood glucose has not changed since 2:00am. The highest it got was 370 mg/dl. Customer experienced stomach pains. Her current blood glucose is 242 mg/dl. During troubleshooting, the device failed the high pressure test twice. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm or unexpected low reservoir alarm noted. No delivery alarm functioned properly. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery noted. Device had scratched lcd window and cracked battery tube threads.